Manufacturer narrative:
(B)(4). On an unreported date during 2015, the patient experienced vancomycin resistant peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced vancomycin resistant peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient's pd catheter (non-baxter product) was removed due to the peritonitis event. No further information was provided regarding the treatment for the event or the outcome of the peritonitis. No additional information is available.